Manufacturer narrative:
(B)(4). Date of event is unknown.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a type 1 endoleak found during follow up. Future treatment is planned. No clinical sequelae were reported.